Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The 85% stenotic lesion was located in a vein graft of the calcified left anterior descending (lad) coronary artery. Resistance was reported during insertion of the 20mm x 2.5mm quantum maverick monorail balloon catheter. The mid-shaft of the catheter broke during insertion through the extremely tortuous iliac artery. A shaft kink was also reported. The device was removed with the guide catheter together as one unit. It is the physician opinion that the "shaft broke due to extreme tortuousity" of the iliac artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "okay".